Manufacturer narrative:
Complaint sample was returned and evaluated against the reported event. Visual inspection of the inserter shaft confirmed the threaded portion had fractured. The returned shell shows damage to the threads located in the square feature. Sem analysis determined that the fracture surface features of the threaded inserter align with those reported in summary document of failure analysis of threaded inserter tip fractures. Document summarized and documented the features on the fracture surfaces and the failure mode of the threaded inserters. The threaded inserter tip fractures presented in this summary all had evidence of fast fracture type bending overload failure, with varying amounts of inserter thread engagement in the shell at the time of the fractures. Fracture initiation sites were single or multiple. It was concluded that the common failure mode for the threaded inserter tips presented is bending overload of the threaded tip, some of which may have also had minimal threads engaged at the time of fracture. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during an initial hip procedure, the black threaded set screw of the inserter broke off with some of it still in the cup after impact to the handle. The joint was assessed for metal debris and none was found. The surgery was completed with a new cup and instrument. Attempts have been made and additional information on the reported event is unavailable at this time.